Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in the night before this report, the infusion set's tubing disconnected from the quick release and came out of the hole while sleeping due to which the patient had high blood glucose level. The patient changed the infusion set and gave bolus. The site location was patient's right upper arm and the pump was next to her on the bed. The infusions were stored in the purse for 2-3 days. The pump was not dropped with the set connected to the patient's body. No further information available.